Manufacturer narrative:
The reason for this revision surgery was identified as a worn out rotator cuff after 1.4 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for this part from this lot. The root cause for the rotator cuff issue was reported as wear. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery: the surgeon performed a conversion to a reverse shoulder due to a worn out rotator unit.